Event description:
Resident had a new pump implanted on 2/12/98 due to previous pump indicating a low battery. Resident developed a hematoma around the pump postoperatively which drained out of the suture site. Resident was treated with keflex postoperatively and during the time of the draining of the hematoma. Resident received refill of morphine 25mg/ml in infusion pump on 3/3/98. On morning of 3/4/98 resident had changed in normal responses when awakened by caretakers. It eventually was determined that perhaps he was receiving too much morphine. Contact was made and the pump was stopped. Over the course of approximately 16 hrs. The resident received 6 doses of narcan 0.1 mg/IV push to counteract the effects of the morphine. The resident was last checked on at 4:30 a.m. On 3/5/98 at which time respirations were 8/min and he was easily aroused. At 5:10 a.m. Was found to be decreased.